Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 54 mg/dl. The customer treated low blood glucose with half can of soda and some rice. Troubleshooting was declined for low blood glucose. Auto mode feature was active during the time of event. Customer stated low blood glucose event occurred as they were out and did not ate anything. The insulin pump will not be returned for analysis.